Event description:
The following information was reported to gore: on (B)(6) 2015, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On unknown date, an enlargement of the aneurysm due to a type ii endoleak was observed. On (B)(6) 2020, a bifurcated graft replacement and aneurysmorrhaphy were performed. The stent grafts were removed from the patient. Part of the stent grafts remained in the proximal and bilateral distal area. On unknown date, an enlargement of the aneurysm with no identifiable cause was observed. On (B)(6) 2024, a reintervention was performed. Bilateral l4 lumber arteries and median sacral artery were coil embolized. A gore® viabahn® vbx balloon expandable endoprosthesis was implanted at the right distal anastomosis where the contralateral leg, plc161000j, was implanted initially and the part of the stent graft was remained. The patient tolerated the procedure. The physician stated that although it was not determined either a type ii endoleak or anastomotic leak per the latest follow up computed tomography, either or both were thought to be the cause, therefore the reintervention was performed.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional devices will be identified in this report: catalog #, serial #, UDI are; rmt261418j,(B)(6), (B)(4); plc201000j, (B)(6), (B)(4); plc201200j, (B)(6), (B)(4); pxc141400j, (B)(6), (B)(4); pxa260300j, (B)(6),(B)(4); pxa260300j, (B)(6), (B)(4). H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement, surgical cut down, bypass or conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.